Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. Information was reported that the patient reported that she turned the ins off and didn't use it because she got "cluster migraines". The patient noted that when she turned the ins off, the migraines went away. The patient confirmed she noticed the issue a month after being implanted. Additional information was received from the patient. It was reported that they thought the cause was the stimulator or wires were not hooked on right. When the patient turned the stimulator off the migraines stopped. When the stimulator as turned back on they started again. The migraines were resolved as long as the stimulator was off. The patient was going to see about having it removed since they needed mris. The patient said they had it rebooted to put on MRI mode and the headaches started again in june. The patient had the MRI and turned the device off after and they stopped. No further complications were reported.